Event description:
It was reported that during an implant attempt a setscrew on the implantable pulse generator (ipg) "came out". The ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.